Event description:
Customer reported pump screen was dark and would not turn on. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer reverted to an alternative method of insulin therapy.